Manufacturer narrative:
A letter has been sent to the account requesting the return of the device for evaluation. (B)(4). Since no product was available for evaluation, no engineering analysis could be done. The report says "tip broke." It is not known if the tip meant only the flute or at the interface of head-shaft. The condition of flute at use and the technique of use is also not known. H6: results and conclusion: no device was received for evaluation. The device history records and raw material certifications for the reported lot are intact and conforming and indicate manufacture occurred according to specification. Devices passed test criteria. From the information provided, there is no indication of product or material nonconformity. Condition of flutes at fracture is unknown.

Event description:
It is reported that in (B)(6) 2004 patient went in for surgery for repair of open right tibia fracture. While surgeon was reaming, the tip of the reamer broke while in the patient. There were three pieces. One piece removed on the drill ,the other two pieces removed by hand. Procedure completed. X-ray showed no foreign body in the patient.